Event description:
It was reported that the programmer shut off during a patient session. The programmer was replaced, and during troubleshooting it was slow to boot up and cycled through a reboot multiple times. It was determined that the battery had no charge, but line power was active. The caller was advised to keep the battery disconnected and out of the programmer, and to order a new battery. The programmer remains in use on line power. No patient complications have been reported as a result of this event.